Manufacturer narrative:
Section "d4: device UDI number" was submitted with UDI # (B)(4) in error. Associated lot # 62707602 was manufactured prior to 24-sep-2015, as a result, a UDI number is not required. One tapered screw-vent dental implant (tsvtwb8) and one unknown removal tool were returned for investigation (images 1 ¿ 3). Visual evaluation of the as returned products identified a fractured implant engaged to a removal tool. Additionally, there was bone residue around the external threads of the implant which were damaged possibly during removal. There were not allegations against the tool. Therefore, the investigation was conducted only on the implant. Functional testing could not be performed due to the nature of the implant and event. Pre-existing condition noted on the per was moderate bone density ¿ type ii. The reported device had been placed on tooth # 14 (universal) for approximately 6 years. X-ray/picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot (62707602) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (62707602) for similar events/complaints and one other complaint was identified (B)(4). Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. PMA/510(k): k101880.

Event description:
It was reported that implant fractured, was discovered upon inspection of a lose crown. Upon discovery, found that the platform was fractured on a x-ray thus leading to the crown getting loose. Symptoms related to the event: pain and inflammation.